Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify power-up test fails # 14, and also found fault # 77 in the logs. The fse verified the compressor as per the service manual "compressor performance testing". The reported that the customer had replaced the lithium batteries with new batteries. The fse had also found the transducer gains to be off, so a transducer and regulator calibrations were performed, and the transducer gains was verified. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that on start up, the cardiosave intra-aortic balloon pump (iabp) lost power and the iabp displayed power-up test fails # 14. The customer was unsure if the iabp was on a patient or not at the time of the occurrence but believes it was in a patient ; however, no patient harm, serious injury or adverse event was reported.